Event description:
It was reported that increased capture threshold and high impedance were noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.